Event description:
It was reported that during central processing, the monopolar curved scissors accessory plastic tip was broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.